Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door failed due to the oxidized connections on all tower door latch contacts. A field service engineer cleaned and treated all contacts, including door 2, to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system tower door 2 failed. The customer stated that they were able to recover or use alternative means to get medication and there was no delay in patient care. There were no adverse events or injuries reported based on this event.